Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges that the wheels fell off. Update 1-15-13: dealer called in and states that the glide brakes are worn. MDR filed.